Event description:
It was reported that during a lobectomy procedure, an error 5 occurred. Another device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were non functional. However, no error code was noted during activation of the instrument using the footswitch. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.